Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving ketone reading issues with the adc blood glucose meter. The customer reported ketone results of 0.2 mmol/l as compared to an hcp meter result of 1.6 mmol/l. The customer was unable to self-treat and had contact with a healthcare professional who diagnosed the customer with diabetic ketoacidosis and administered salt-water drips as treatment. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported, receiving ketone reading issues with the adc blood glucose meter. The customer reported, ketone results of 0.2 mmol/l as compared to an hcp meter result of 1.6 mmol/l. The customer was unable to self-treat. And had contact with a healthcare professional, who diagnosed the customer with diabetic ketoacidosis. And administered salt-water drips as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint. And there was no indication, that the product did not meet specification. Dhrs for the freestyle neo meter were reviewed, and the dhrs showed the freestyle neo meter passed all tests prior to release. Dhrs for the ketone strips were reviewed, and the dhrs showed the ketone strips passed all tests prior to release. Retain testing was performed for ketone strips and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.